Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving dilaudid at 7.5 mg/ml concentration and dose of 2.7495 mg/day via an implantable pump. The indication for use was non-malignant pain. It was reported the patient had pain at the pocket site starting on (B)(6) 2016. It was indicated that the pain was related to the device or therapy. The pump was repositioned from the left abdomen to the right abdomen on (B)(6) 2016. The issue is still on-going.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated that the outcome was resolved without sequelae on 2016-oct-27.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.